Event description:
It was reported that cartridge alarm 30 occurred on pump, and caller had also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup therapy, and tandem technical support arranged replacement pump with updated software, provided instructions for putting old pump into storage mode, and instructed customer to return problematic pump within 10 days and then program pump settings and connect continuous glucose monitor on replacement device.